Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the tip of the high-torque command extra support 14 guide wire separated on removal and the tip remained inside the unspecified vessel. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information: date of event. Patient code 2199 - removed. Device code 1069 - removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that during a procedure, an unk high-torque command extra support guide wire broke. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported tip separation appears to be related to operational circumstances of the procedure. It is likely that during advancement through the anatomy, the guidewire encountered resistance and became caught in the anatomy likely causing the guide wire to kink and separate during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.